Event description:
Procedure: lap repair of esophageal hiatus hernia. According to the reporter: during use of the second reload, the needle was broken into two at the very end of the ligation. After removal from the patient the surgeon confirmed part of the needle was attached to the suture. Another broken part could be retrieved from patient. Confirmed there was no missing parts in the patient. A new reload was opened. There was no patient harm. The operating time was not extended. There was no additional tissue resection or tissue damage. A piece fell into the cavity and could be retrieved, but there was no bleeding.

Manufacturer narrative:
(B)(4).